Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the device was making a grinding noise and cutting slowly. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The returned trigger was unable to be attached to the motor drive unit due to the damaged (unraveled) condition of the interior drive cable. Due to this condition, the trigger might have stopped working in the middle of the procedure. The exact root cause of the damaged cable end condition was unable to be determined from the complaint evaluation results. If the device stopped working during procedure, it may have resulted in higher torque being applied on the drive cable and this may have caused that end to unravel.